Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for wrong label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on the investigation, the root cause / potential root cause for the incorrect shelf pack label was determined to be placement of the incorrect label during rework.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had the wrong label. No injury or medical intervention reported.